Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding on lcd glass. Unable to verify keypad unresponsive or button error alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed for a high sensor glucose. Customer's blood glucose level was 235 mg/dl. The buttons were unresponsive. She removed battery and this morning she inserted a new battery but the display was completely blank. Display did not return after insulin pump restart. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.